Event description:
During evaluation of a returned spectrum pump, the device's keys #1 and #2 were not responding. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device's keys #1 and #2 were not responding. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as that keys #1 and #2 are not responding. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.